Event description:
It was reported that; during oasys surgery (c4/5 dislocation fracture, c2-7 were fixed), the connector clip was deformed when the surgeon tightened it with torque wrench and insertion tube. After that, he exchanged the one side clip and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: manufacturing records were reviewed and no manufacturing anomalies were reported. Conclusion: the plausible root causes is not determined and multifactoral.

Event description:
It was reported that; during oasys surgery (c4/5 dislocation fracture, c2-7 were fixed), the connector clip was deformed when the surgeon tightened it with torque wrench and insertion tube. After that, he exchanged the one side clip and finished the surgery.